Event description:
A medtronic representative reported that the stealth station would not turn on. No pt was present.

Manufacturer narrative:
No pt info as no pt was present. RMA issued for replacement field generator. Testing showed intermittent communication when the cable is flexed at the emitter. No pt was present.